Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed and was determined to be use related. The product returned for evaluation was a 5fr dual lumen powerpicc solo catheter. Usage residues were observed throughout the sample. A shared break was observed between the 3cm and 4cm depth markings. Microscopic inspection of the break surface revealed an uneven fracture surface. A region of uniform striations was observed. The majority of the break surface was rigid and granular. The edges of the break appeared to be sharply formed. The overall shape of the break was observed to be angled. The features of the break surface and sharply formed edges were indicative of damage caused by contact with a sharp instrument. The location of the break suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that ward nurse went to the patient to use the PICC line and saw that there was blood clot on the PICC and the dressing. When she removed the dressing, she saw the PICC was broken. The PICC had to be removed immediately as it was presenting an infection risk and risk of air embolism. Additional information received (B)(6) 2024: the catheter was inserted into a patient on the 14th and found to be broken on the 20th. As a result of this had to be removed. There was potential for infection but at this time no injury is recorded. No exposure to blood or body fluid and no harm or injury to the patient reported at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that ward nurse went to the patient to use the PICC line and saw that there was blood clot on the PICC and the dressing. When she removed the dressing, she saw the PICC was broken. The PICC had to be removed immediately as it was presenting an infection risk and risk of air embolism. Additional information received 23-aug-2024: the catheter was inserted into a patient on the 14th and found to be broken on the 20th. As a result of this had to be removed. There was potential for infection but at this time no injury is recorded. No exposure to blood or body fluid and no harm or injury to the patient reported at this time.